Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed that only the inserter was returned. The anchor was not present on the inserter or in the package with the returned device; therefore this complaint cannot be confirmed. Additionally, the suture was not returned with the device. It was reported that the anchor broke into fragments, and all fragments were removed from the patient. It was reported that the patient¿s bone quality may have been hard, which may have contributed to the reported event. Other typical causes of anchor breakages which may have contributed to this event include off axis insertion, levering during insertion, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this reported device failure cannot be conclusively determined. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a rotator cuff procedure the 4.5 healix advanced chipped upon insertion. The fragments were removed from the joint and the procedure was completed using the same size replacement. There was a 15 minute delay in surgery. This is report 1 of 1 for (B)(4).